Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. The lead was returned cut in two segments. External insulation abrasion found at 5.0cm from the connector pin of the is-1 connector leg, consistent with lead friction to the ICD can. Other external insulation abrasions were found at 14.5cm, 16.8cm and 26.7cm from the lead tip.